Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned broken screw was directly forwarded by the patient lawyer to rms foundation for technical evaluation. The statement below is a summary of their investigation. The locking screw with detached screw heads were also examined by sem. No clear crack initiation could be identified, but the fracture surfaces of both screws display wide spread fatigue striations with secondary cracking and a slightly crushed structure. As seen on the femur plate, these are clear indications of a fatigue fracture. No evidence of material or manufacturing defects were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 413.332, lot: 2676360, manufacturing site: bettlach, release to warehouse date: 07. Dec. 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative screw breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is attorney. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the unknown synthes less invasive stabilization system (liss) plate, that was implanted on (B)(6) 2014, was broken postoperatively on an unknown date. It was unknown how the breakage was discovered. It was unknown if there was patient harm. It was unknown if the patient underwent revision. After technical evaluation by rms further damaged and broken screws were detected. This report is for one (1) 5.0mm ti locking head screw self-tapping 32mm. This is report 3 of 5 for complaint (B)(4).